Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent colostomy hernia. It was reported that after implant, the patient experienced development of a late infection, intestinal fistula, adhesions, and a recurrent hernia. Post-operative treatment includes mesh revision surgery seventeen months after implant. Received information shows that the patient is now deceased. No information regarding the circumstances of death are available.